Manufacturer narrative:
Concomitant medical products: product ID 8590-1, lot# n499956, implanted: (B)(6) 2014, product type: accessory; product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
It was reported that on (B)(6) 2015 the patient slipped and fell at work. Due to the fall, the patient had a torn rotator cuff, hurt her knee, and it was suspected that at that time the catheter pulled out of the intrathecal (it) space. The patient went to the emergency room (ER) and a computed tomography (CT) scan was performed. It was noticed that the catheter was coiled and thus a catheter revision was scheduled for (B)(6) 2015. During the revision only the spinal segment of the catheter was revised. Following the revision, good flow was observed from the catheter access port (cap). The pump was also filled after the revision as the printout from the last pump refill on (B)(6) 2015 stated that the low reservoir alarm was to occur on (B)(6) 2015. The pump was filled in the operating room (or) and they were trying to access the pump and had a tough time even under fluoroscopy; however, they were eventually able to fill the pump successfully. Patient outcome was not provided. The device system delivered dilaudid. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Event description:
On 2015-08-07 information was received from the manufacturer's representative about the (B)(6) female patient who was receiving 2mg/ml dilaudid at 0.3541 via an implanted infusion pump. No concomitant medications were reported. The patient experienced increased back pain related to the reported event. No catheter segments were left unused in the patient. The patient outcome was unknown.